Event description:
Patient had iol imolanted by another doctor. Has maculaar scar presumably from laser treatment of macular degeneration. One of the iol foot plates had slipped through the iris causing patient pain. Iol exchanged on 12/19/91. Prognosis:fair/gooddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was destroyed/disposed of.